Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: pedro cruz.

Event description:
It was reported that while the ventilator was connected to a patient it was found not ventilating. There was no patient harm. Manufacturer ref #: (B)(4).

Event description:
Manufacturer ref #:(B)(4).

Manufacturer narrative:
The investigation into this complaint has been completed. The ventilator was examined after the event and it was found functioning properly. The ventilator's logs were downloaded and no parts were replaced. The logs show that the ventilation period lasted 35 minutes. There are many operator interactions during the period that there are no long periods of operator absence. Towards the ventilation period, the event log contains alarms that include; o2 supply pressure high, peep high, o2 concentration low, paw high, respiratory rate high. The o2 supply pressure high alarms are the most frequent during the period. This alarm indicates that the o2 supply pressure at gas inlet is higher than specified. According to the hospital the o2 gas supply was from tubes and the operator noticed that the o2 gas tube valve pressure was different from the ventilator¿s pressure. The ventilator will still function even when the incoming supply pressure is above allowed supply pressure limit but will adjust the nozzle unit in the gas module not to fully open to curb the incoming high pressure. The paw high alarm will lead to terminated inspiration when the airway pressure limit is reached. The conclusion is that there was no stop of ventilation. The alarms that were generated at the time for the event indicate an increased airway pressure that could have led to less ventilation than intended and this could have been perceived as stop of ventilation. The cause of the high airway pressure alarms have not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).